Manufacturer narrative:
This report is filed march 19th, 2015.

Event description:
Per the clinic, the patient experienced a performance decrement. The device was explanted and the patient was reimplanted with a new device during the same surgery (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
(B)(4). Device not returned to manufactuer.